Event description:
It was reported that the customer had wasted two sensors. The first sensor was filled with blood and did not give accurate readings. It would say no delivery or lost error. Customer stated that the second sensor started doing the same thing but there was no blood at site. Customer stated there was over 100 points difference between sensor glucose and blood glucose readings. Customer's blood glucose level was 419 mg/dl and their sensor glucose reading was 300 mg/dl. Customer treated with the pump. Customer stated that her blood glucose levels can be high and they never give insulin without checking. Customer's current blood glucose level is 158 mg/dl. It was explained that the sensors were expired and we do not replace expired sensors. Customer declined troubleshooting. Two replacement sensors will be shipped. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.